Event description:
Reporter noted unplanned vitrectomy was required during procedure. Vitrector would plug up and occlusion bell would sound every time viscoelastic was enlarged in anterior chamber. Would have to come out of eye, clear with saline and resume.